Manufacturer narrative:
The device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was learned from implant patient registry that a 6900p 31mm mitral valve was explanted and replaced with a 11400m 31mm valve after an implant duration of 9 years due to stenosis. Patient presented with shortness of breath and lightheadedness. Patient was stable at end of procedure.

Manufacturer narrative:
Updated section h6: investigation results and investigation conclusions (updated/replaced codes). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease and hyperlipidemia. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Added information to d4, h4, h3, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H3. Device evaluation: customer report of stenosis was confirmed through observed calcification on remaining leaflets. As received, all three leaflets had cuts of approximately 4mm x 12mm. The cuts had smooth and straight edges, cut out leaflet fragments were not returned. X-ray demonstrated wireform intact and heavy calcification on the remainder of leaflets 2 and 3.minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 2mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Subvalvula apparatus was observed on the commissure 2. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet3. Wireform was exposed around leaflet 3 on the inflow aspect.